Manufacturer narrative:
The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging guidance, such as ultrasound, to obtain tissue samples from the breast for diagnostic analysis of breast abnormalities. The device has not been returned for investigation. No adverse event occurred with the usage of this product. Due to the open package that can potentially affect sterility, we consider this event to be a product malfunction that if it were to recur, has the potential to cause or contribute to a serious injury.

Event description:
Devicor medical products, inc. Received a report from our affiliate (B)(4), packaging is open, has break in sterile seal. No patient involvement. This has been documented in our system as record # (B)(4).